Event description:
This customer reported that the system booted up normally, but the message (turn off the system, wait 5 seconds and turn on) displayed on the monitor at the workstation twice.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. The system operates as intended.